Manufacturer narrative:
The description of the reported event did not match the results obtained from the analysis of the log file. The analysis of the log file showed that no relevant warm starts of the cockpit occurred. The log file revealed two warm starts of pba m16.2 (therapy control unit) with accompanying alarms. The pba m16.2 has been replaced and was shipped to (B)(4) for hardware analysis. It could be determined that an internal communication port of the microprocessor located on pba m16.2 was malfunctioning which has led to the observed reboot of the ventilation unit. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, babylog vn500 will perform a warm start with accompanying alarm in order to reset the system to a specified state. This lasts for about 8 seconds. During this time the safety valve opens to ambient allowing for spontaneous breathing. Afterwards the babylog vn500 will resume the ventilation with the latest settings.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
Despite of that the customer reported, that the ventilation was not affected, the logbook analysis revealed a reboot, which lasts approximately 8 seconds.